Manufacturer narrative:
On (B)(6) 2013 - nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified. Test strip lot # 1020412255 expiration date: 09/2014. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical on (B)(6) 2013 that sometime in (B)(6) 2013, the consumer experienced an event requiring medical intervention. The consumer's daughter was unable to provide any information regarding this reported event. The meter will be returned for evaluation; however, consumer discarded the test strips in question.